Event description:
It was reported by the patient's daughter that when the patient was on holiday their personal diabetes manager (pdm) screen broke. The touchscreen was no longer working the patient was unable to use the pdm for insulin delivery. The daughter states the pdm could have been broken during transportation. The patient went to the hospital in turkey and when they returned to germany they went directly to the hospital. It is unknown how their diabetes was treated whilst at the hospitals. At the time of the call the patient was in hospital because of 'cardiac insufficiency' and the daughter stated that the hospitalization is not because of the pdm. The patient resides in germany but was travelling in turkey at the time of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.